Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer experienced abdominal pain and difficulty in breathing. The customer did not mention any treatment related to high blood glucose level. The customer also reported motor error on the insulin pump. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The insulin pump will be returned for analysis.